Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to use of the device following detection of bacteria. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device was used following detection of bacteria because the user did not isolate the device when sampling was taken from the device for the culture test and the independent laboratory did not report detection of bacteria to the user at the time it was detected. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the device was used for multiple procedures after cultures from the device were sent out for testing and before the results were obtained, and the results of culture test were positive. There were no reported procedural delays, hospital stays or other devices involved. The scope is inspected and reprocessed per the instructions for use (IFU).  The scope was cleaned between procedures and no patient infections have been reported.  This medical device report (MDR) is being submitted to capture the procedure for patient #83 of 90.